Manufacturer narrative:
Device passed the displacement test but failed during prime/a33 test due to loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer¿s blood glucose was 136 mg/dl. The customer was assisted with troubleshooting. Customer stated that they did not receive second series of beeps and did not the numbers appear on the screen. Customer states they were unable to exit the preparing to prime loop. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.